Event description:
It was reported that during a percutaneous angioplasty procedure, filter deployment difficulties were encountered. The intended deployment location was the inferior vena cava. There was no difficulty inserting the greenfield vena cava filter delivery system to the intended location. The physician went to release the filter from the introducer, and the top of the greenfield vena cava filter appeared to catch in the braided sheath. The physician then pulled back on the braided sheath and the filter released completely. Upon removal of the delivery system, the valve of the braided sheath was locked up to the connector on the handle of the introducer catheter. The physician felt that the deployment issues were related to the corresponding lengths of the sheath and introducer included with the filter delivery system. The procedure was completed with this device. No patient complications were reported, and patient status was reported as 'good'.